Event description:
Mako tka mics robotic handpiece (stryker) - debris was found to be within the handles of the handpiece after cleaning. The ifus for the device do not allow for the handles to be taken apart to be thoroughly cleaned and the vendor does not support us in doing so. Other mitigation efforts were not unsuccessful. Awaiting vendor resolution. FDA safety report ID# (B)(4).